Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. A root cause could not be identified for the communication error b30. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to damage on the charged coupled device unit olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive around the objective lens of the flex deflectable videoscope was peeled and a b30 scope communication error was observed. There was no patient involvement.